Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The us complainant had an automated impella controller (aic) with purge disc failure/breakage observed. The purge disc was not reading. There was no patient use or harm.

Manufacturer narrative:
The investigation into the console "purge disc/flag" issues has been completed since the original report was filed. The console was returned for investigation. The console was evaluated finding that the purge disc retainer was confirmed to be broken. The cause of the issue was a defective component.